Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 36 and 48 hours. Patient was close to being in diabetic ketoacidosis (dka), did not want to go to the hospital because they do not have insurance, nursing and is using an unapproved insulin; a (B)(6) brand. When removed from the infusion site (back), the pod's cannula was found bent after the tip, sometimes they smelt insulin and sometimes insulin came out. The site appears to be "puss" and sometimes bleeding. As treatment, patient laid down and administered insulin coverage but that did not bring the patient¿s bg levels down.